Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a unknown dynesys implant was explanted on october 06, 2015 due to unknown reasons. A request was received for dynesys instrument kits. No further information is available at this time.

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. Trend analysis could not be performed as no product information available. Review of incoming information it is reported that a dynesys implant was revised (information derived from the booking of the instrument kit). The revision took place on (B)(6) 2015 apparently due to adjacent level disease. No other information was provided, no documents for review received. Without any information about reference number or lot number and event details is impossible to perform an analysis of the risk for the patient. However, the dfmea of the device cover the possible causes for zimmer dysnesys implants. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).